Event description:
On 02/28/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. Immediately post-deployment the right pedal pulse was no longer palpable, which progressed to right calf numbness. The pt was taken to surgery. In order to remove the device from the artery the incision was lengthened revealing an intimal injury. The device was removed and the artery was repaired. The right pedal pulse was again palpable. As of 05/04/1999, there has been no further report to the MFR of complication or additional pt sequelae.